Event description:
It was reported that the patient implanted with this defibrillation lead received inappropriate anti?tachycardia pacing (atp) due to oversensed lead noise. It was also noted that there were a few instances of 5 second pauses in pacing. Technical services recommended urgent reprogramming and then a lead revision. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).